Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Insulin injections and correction boluses were used to address bg. Customer did not now cause of event; however, did not attribute elevated bg to the pump. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Recommendation was made for customer to discuss event with a healthcare provider.